Event description:
It was reported that the patient's right atrial (ra) lead had low pacing impedance. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5092-58 lead implanted: (B)(6) 2001; 3889-28 urinary lead, implanted: (B)(6) 2011; 3058 urinary ipg, implanted: (B)(6) 2011. (B)(4).